Event description:
Patient reported she experienced a hyperglycemic coma, and she believes the insulin delivery of the infusion device is too low. She felt sick and nauseous on (B)(6) 2013, and her father found her unconscious on (B)(6) 2013 and contacted the paramedics. She was transported to a hospital, and her blood glucose was measured and was 1000 mg/dl. She was in the intensive care unit from (B)(6) 2013 and was treated with an insulin infusion. She was transferred to the regular care unit from (B)(6) 2013 and restarted the infusion device. It was reported the infusion device functioned and her blood glucose levels were "ok." She then began to experience hyperglycemia of 450 mg/dl 2-3 days ago and has been unable to lower it by delivering insulin via the infusion device. Her normal blood glucose range is 120-140 mg/dl. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications.